Manufacturer narrative:
A component of the superdimension system; case recordings and logs, were returned and evaluated. The evaluation resulted in no system problem found. According to procedure recordings replay, patient sensors were placed within the sensing volume during setup. Analysis of the gathered samples shows the patient was positioned too high (head-feet direction) on the location bard. This suggest the patient was placed too high (head-feet direction) while patient sensors were placed too low on the patient to be detected inside the sensing volume. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the locatable guide showed outside of the magnetic volume and was intermittent during registration. They tried moving the patient and replacing the locatable guide and a cable without resolution. They tried placing the patient on a pillow on a pillow and this also did not resolve the error. The doctor decided to abort the procedure and the patient was under general anesthesia. There was no patient injury. We are filing this MDR out of an abundance of caution, due to the additional risk associated with multiple exposures to general anesthesia.